Event description:
It was reported that the clinical study patient experienced pain at the implantable pulse generator (ipg) site which was assessed as being moderate in severity. The patient was administered medication and the event resolved. The event was assessed as having a probable relationship to the device and not being related to the procedure. Additional information was received that the event was not resolved.

Event description:
It was reported that the clinical study patient experienced pain at the implantable pulse generator (ipg) site which was assessed as being moderate in severity. The patient was administered medication and the event resolved. The event was assessed as having a probable relationship to the device and not being related to the procedure. Additional information was received that the event was not resolved. Additional information was received that the event was resolved.

Event description:
It was reported that the clinical study patient experienced pain at the implantable pulse generator (ipg) site which was assessed as being moderate in severity. The patient was administered medication and the event resolved. The event was assessed as having a probable relationship to the device and not being related to the procedure.